Manufacturer narrative:
Clarification to b3: partial date of 2021 provided. Continued e1 -- alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflation" of a silicone device (rupture).

Event description:
Patient reported "exchange from textured to smooth implant due to concerns with the product, implant just burn real bad and pain". Later healthcare professional reported "deflation" of a silicone device. This record is for the right side. The device remains implanted.